Manufacturer narrative:
No reagent lot numbers with expiration dates were provided. The field service engineer (fse) found the cuvette rinse station was overflowing. The fse cleaned the rinse line and adjusted the cuvette rinse levels. The customer has not complained of any further issues since the service visit. The service maintenance actions resolved the issue.

Event description:
The initial reporter questioned the results of multiple patient samples and multiple tests on a cobas c 503 analytical unit. The following are examples of discrepant results for 3 patient samples tested for cholesterol, total protein, and calcium. Patient 1 initial cholesterol result was 2.61 mmol/l. The repeat result was 5.52 mmol/l. Patient 2 initial total protein result was 61 (unit of measure not provided). The repeat result was 75. Patient 3 initial calcium result was 1.76 (unit of measure not provided). The repeat result was 2.31. The repeat results were believed to be correct.